Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer was changing the reservoir, pushed down on it, and it would not move. The customer changed the infusion set and the insulin pump alarmed no delivery on the bolus. The blood glucose reading was 163 mg/dl. The customer reported that the alarm was resolved with a set change. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.